Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation was updated due to the device being returned. H11 additional manufacturer narrative was updated due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
The pump will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella rp flex for bipella support via left percutaneous femoral vein for mechanical circulatory support. A placement signal not reliable alarm was active on the impella rp with no placement signal visual on the automated impella controller. Where it should display flows it said ¿flow calculation disabled¿. Motor current was pulsatile and the pump was flowing. The plan was to not exchange the pump. No patient harm was noted. The procedure was successful with this device.

Manufacturer narrative:
Updated information: d4 serial number and UDI number updated. H6 med dev prob code changed to a0709.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated d9 device returned to manufacturer. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue was not established as no data logs were returned for analysis and limited clinical information was provided.